Event description:
I purchased a hydra-brush 30 second smile electric toothbrush. The wand has more heat than I think is appropriate for such a device. (My previous hydra-brush product did not have that situation. I put the wand on a different power source and the heat aspect is no longer there. To me, it could be a fire hazard. I like the product. They sent me a new brush, same situation. (B)(4).